Manufacturer narrative:
The bag was returned to baxter (B)(4) and tested for leaks. No leaks were found; therefore, the cause of the reported event is unknown. See the description of the investigation codes, below. Method codes: actual device evaluated. Visual inspection. Results: no failure detected. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event unknown.

Event description:
On (B)(6) 2015 baxter (B)(4) tech support received a call from (B)(6). The customer called regarding a baxter 3000ml tpn bag, model 741. The tpn (total parenteral nutrition) bags are used to infuse tpn solution to the patient. The customer stated that upon removing the cover for the spike port on the bag, the tpn solution began to leak. There was no patient involved and no operator injury. The bag was returned to baxter (B)(4) quality engineering for evaluation.